Event description:
It was reported a balloon ruptured at ten atmospheres during dilatation of an arteriovenous hemodialysis fistula graft of the venous anastomosis. A dialysis needle was already in place and upon withdrawal of the balloon catheter, the ballon snagged on the dialysis needle. The distal portion of the balloon detached from the shaft and remained in the pt. Retrieval of the detached balloon segment utilizing a snare was uneventful. The procedure was successfully completed with this balloon catheter. Graft stenosis (anastomotic and non-anastomotic) tend to be more difficult to open and usually require much higher pressures for effective dilatation than do native vessels. Access to bypass grafts for angioplasty may also contribute to balloon failure. Post-operative scarring and/or lesions in both the proximal and distal aspects of the graft may necessitate balloon manipulation through plaque or calcification. Inflation of this balloon near the dialysis needle subjected this balloon catheter to extraordinary circumstances which may have contributed to this event. Directions for use state: "if resistance is encountered due to balloon rupture or for any other reason, when removing either a catheter through an introducer sheath or a guidewire through a catheter, stop and remove products as a complete unit to prevent damage to the guidewire, catheter, introducer sheath or vessel."